Event description:
It was reported while using the cool path duo catheter during an atrial fibrillation ablation procedure, the irrigation port detached. The ensite velocity system was used during the procedure. The catheter was in the left atrium and during ablation, the physician noted the irrigation port broke. Outside the patient, upon testing the catheter, the irrigation port completely detached from the handle of the catheter. The procedure was completed with a different catheter. There were no adverse consequences to the patient. Additional information was requested and is not available.

Manufacturer narrative:
One cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.